Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured before reaching its rated burst pressure. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured before reaching its rated burst pressure. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was more than 70% stenosed, moderately tortuous and severely calcified. The balloon ruptured upon initial inflation.